Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet displayed ¿dosing stops soon¿ and prompted the user to connect the cgm after a new dexcom g7 continuous glucose monitor (cgm) sensor was placed, with subsequent sensor-unavailable alerts followed by restoration of readings. No adverse clinical symptoms reported. Outcomes included no injuries, no medical intervention, and no hospitalization. User support included product-use review and user education to monitor for recurring alerts and call back for troubleshooting. Investigation of this case revealed intermittent cgm communication resulting in a dosing-suspension warning, consistent with signal loss between the cgm and the ilet; no device damage or malfunction was confirmed. It was concluded, based on previously established findings for similar reports, that the cause was intermittent cgm data unavailability due to communication disruption.